Event description:
Boston scientific received information that this patient died. According to the following clinic, the patient's family member reported being told, by someone from the hospital where the patient died, that the pacemaker was not working. By the time the family member contacted the clinic, the device had already been explanted, and they requested a device interrogation because of what they were told. It was then noted that the family wanted the device returned and analyzed. A return kit was being sent to the family. According to the field representative the clinic (not affiliated with the hospital) had no concerns regarding the function of the device or that it may have caused or contributed to the patient's death. According to the clinic, the last device evaluation was in (B)(6) 2013 at the time of the generator replacement, and the last transtelephonic monitoring check was in april 2014. The hospital where the patient died was unable to provide any additional information. At this time, the device has not been received for analysis.

Manufacturer narrative:
(B)(4). Data review of device memory was done by boston scientific technical services. On (B)(4) 2014, there are five ventricular tachycardia episodes listed in the arrhythmia logbook, with heart rates noted between 227 to 171 beats per minute. The electrograms for these episodes are not available for review. The battery status is "ok" with an approximate explant of 9.5 years, and no alerts, fault codes, or error messages are noted. The pacemaker was programmed between 60 to 110 beats per minute. It was noted that current devices and leads will not universally display "spikes." All lead measurements stored within the device are stable and within the expected ranges. Based on the data, the device was functioning as designed and programmed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observations were unable to be confirmed with analysis.

Event description:
Further information was received from the patient's family member that on the date of death the patient passed out, and then upon regaining consciousness, activated a life-alert button which summoned the emergency medical team. According to the family member, the patient was unable to be revived. It was reported that the pacemaker was not working as no spikes were seen on the monitor. The family questioned if the device was functioning properly and was going to be returning the device.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.